Manufacturer narrative:
Batch review performed on 15 jan 2026. Lot 2505028: (B)(4) items manufactured and released on 30 may 2025. Expiration date: 12 may 2030. No anomalies were found related to the problem. To date, (B)(4) items from the same lot have been sold, with no similar confirmed events reported during the review period. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery was performed three months after the primary procedure due to shoulder micro-instability and subluxation causing pain; the root cause could not be determined. The surgeon revised the reverse liner, replacing it with a constrained liner of the same size. The surgery was completed successfully.